Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "alarm does not turn on". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of "failure of alarm". The pump was serviced on site at the customer's facility. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
Per the audiologist, the patient was explanted, due to an infection. The patient was explanted in 2009. Rimplantation is planned but had not taken place at the time of this report.

Event description:
The facility reported a pump with a malfunction of "alarm does not turn on". The reported condition was identified after patient therapy. There was no patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.